Event description:
It was reported that the unit would not enter into escalation mode. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Received device in poor condition with damaged front panel, batter cover, and knob. The root cause of the reported issue was found to be the device had multiple damaged components internally and externally, which leads to the product being mishandled by the end user. Actions were taken to mitigate the reported issue: replaced the input manifold kit.